Event description:
The customer claims that the dermatome tore a graft. Patient injury was reported. Additional information was requested and received. The biomedical engineer reported the dermatome shredded the graft. The reporter indicated that user error may have been a cause of this reported incident.